Event description:
It was reported that the physician suspected an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found an insulation abrasion at 13 cm and at 54 cm from the connector pin, which exposed the outer coil at both locations. The abrasion was consistent with exposure to constant friction with another implantable device.